Event description:
The home patient (hp) contacted baxter's technical service center regarding a check heater line alarm which occurred on the homechoice (hc) during use during fill 1 of 4. The fill volume equaled 3ml. There was nothing wrong with the set up, but the baxter technical services representative found that the cassette was empty of fluid and full of air when the hp opened the hc door. This writer spoke with the home patient on (B)(6) 2011. He did not notice anything unusual about his supplies. He had thrown away the samples and the rest of the cassettes from the same lot. He did not recall the lot number. Therapy since has been going well, and there were no adverse effects reported in relation to this incident. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) could not be confirmed. The root cause was undetermined.